Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear was observed within an area of shell abrasion in the posterior view, measuring less than 0.1 cm. Gel bleed could not be confirmed, since a tear was fond. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot - 5876452). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Reason for device explant and/or reoperation: gel bleed. (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 400cc mentor memorygel breast implant experienced left-sided implant gel bleed post-operatively. As a result, the patient underwent explantation and replacement with unspecified mentor gel breast implant on (B)(6) 2020.